Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronically high rv (right ventricular) pacing impedance, but later there was a spike to further high levels. High threshold was also noted, along with confirmed lead fracture. The rv pacing lead was capped, and the pace/sense portion of the chronic rv defibrillation lead was reconnected to the device. Twos (t-wave oversensing) was noted on this lead, but it was programmed around and the lead remains in use. No patient complications have been reported as a result of this event.